Event description:
It was reported that the monitors were dark and the system would ot complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu battery was evaluated and replaced and the bios was reloaded on the system. The system was tested and found to be working as intended and returned to service.